Event description:
During MFR review of a pt's vns programming history, it was noted the pt was interrogated at intended settings, and diagnostics were performed following the interrogation. The diagnostics did not appear to fault, however, no final interrogation was performed, and at the pt's next appointment on (B)(6) 2005, the pt was initially interrogated at faulted settings with the output current being 0.0 ma. The settings were then reprogrammed on that day.